Event description:
General report received of approx 9 incidents of tubing ruptures during power injection. It was reproted that contrast media was being injected through the extension set clave ports at rates of 150cc over 2-2.5 second for unspecified CT studies. In each instance, 25-50cc of contrast media had been injected when the tubing ruptured between the female luer and the clave port. Contrast media splashed across the pts' arms but not on the face. The IV sites were not lost and there were no reports of blood loss. The problems were resolved by changing the tubings, re-injecting the contrast media, and resuming the CT studies. The customer reported that there were no adverse pt effects. Though requested, no add'l info was provided.